Manufacturer narrative:
(B)(4). S/w version 6.7w. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 25 found on (B)(6) 2022. Pump passed displacement test, active current measurement, and self test. Pump failed sleep current measurement due to high current, problem isolated to partially disconnected j6 connector. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. The unloaded voltage (ul vlith) and loaded voltage (loaded vlith) remained at 0v for extended periods of time, problem isolated to partially disconnected j6 connector. The j6 was properly connected, monitored, and redownloaded. After redownload, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed pump error 25 in pump downloaded history on (B)(6) 2022 at time 22:00:00.000 due to connector being plugged in improperly. Verified the pump alarmed low battery alert on 08/04/2022 at time 11:55:00.000. Pump was cut open to perform visual inspection and found partially disconnected j6 connector. No physical or moisture damage observed to the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump passed all testing, however, pump error 25 found in pump downloaded history. Pump error 25 confirmed. Unexpected battery power loss confirmed due to high current, problem isolated partially disconnected j6 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that pump error 25 occurred. There was no adverse impact or consequence reported as a result of this event.